Event description:
Procedure: thoracotomy. According to the reporter: when using the vascular load it made a staple line only on one side. This caused bleeding from the pulmonary artery. The surgeon performed an open repair and saw that the staple line was normal on one side of the vessel and was missing on the other side.

Manufacturer narrative:
(B) (4). (B) (4).